Event description:
It was reported that the customer experienced a high blood glucose level of 600 mg/dl. The customer had pneumonia, a uti, and a broken bone. While troubleshooting the customer received a no delivery alarm. The bolus history did not display all the entries based on her recollection. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.